Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -11.50/+1.5/094 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. Excessive vault and significant reduction of irido-corneal angles was noticed. Lens remains implanted. A lens exchange is planned.

Manufacturer narrative:
Corrected data: it is corrected from "adverse event" to "product problem". Type of reportable event: it is corrected from "serious injury" to "malfunction". Claim#: (B)(4).

Manufacturer narrative:
The reporter stated that the lens will remain in the eye and will not be exchanged. The post-op ucva was 20/15 with 900 um vault. Claim# (B)(4).